Manufacturer narrative:
The device received with operational currents within specification and passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25, low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing. However, power error 25, low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.